Manufacturer narrative:
Sections d4 & h4: additional information. Manufacturer's investigation conclusion: low flow alarms were confirmed via the evaluation of the submitted log file data. Although the account communicated that the low flow alarms were presumed to be related to over diuresis, a specific cause for the change in pump parameters cannot be conclusively determined through this evaluation. The submitted log files contained overlapping data spanning from (B)(6) 2019, at 09:20:59 to (B)(6) 2020, at 10:56:35, per the timestamp. A total of 3 low flow alarms were captured on (B)(6) 2020, from 06:51:14 through 06:55:06 due to the estimated flow being calculated to be below the threshold of 2.5lpm. No other notable alarms were captured. The account communicated that the low flow events were presumed to be related to over diuresis. The patient was asymptomatic at the time of the alarms and their daily diuretics have since been decreased. The patient occasionally experiences additional low flow alarms, and when they occur they are encouraged to hydrate. The patient remains ongoing on (B)(6) , and no further related events were reported until (B)(4) . The heartmate ii lvas IFU explains that pump flow is estimated from the pump power and notes that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Information that covers all visual/audio alarms and what action(s) should be performed when they occur is also provided in the IFU. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient underwent a right heart catheterization on (B)(6) 2020 which revealed ra 6, pa 29/14/16, mv sat 73% and ci 3.9. The low flow alarms were presumed to be from over diuresis. The patient is asymptomatic during the alarms and daily diuretics have been deceased. The low flow alarms are still occasional; when this occurs, oral hydration is encouraged.

Event description:
Event details: due to confusion with previous waveforms sent and multiple emails I just want to make sure I have received the correct waveforms for this patient. Can I get waveform report for each of the logfiles, please see cs# (B)(4) for previously discussed precursor to short to shield information, these logfiles are meant to monitor for any changes in patients short to shield. On (B)(6) ¿ patient seen in clinic sent waveforms (91271344.log). On (B)(6) ¿ patient seen in clinic on 2/19, sent waveforms 2/21 sent waveforms (92191102.log). Actions performed: 91271344.log the log captured all driveline fault events throughout the log. 92191102.log the log captured all driveline fault events throughout the log. The log also captured a couple transient low flow events on (B)(6)@0651. I have compared the wire values from both logs and it appears that the corresponding wire to the open (broken) red wire is still functioning according to this log but do keep in mind that if the corresponding wire (orange) in that phase fails as well the pump will be off indefinitely. Patient ID: (B)(6), controller sw: 7.29, date range: (B)(6) 2020 19:00, (B)(6) 2020 10:56, fixed speed: 9200, low speed limit: 8800, actual speed avg: 9196, power max: 5.7, power min: 4.1, power avg: 5.1, flow max: 5.4, flow min: 2.4, flow avg: 4.2, pi max: 9.1, pi min: 2.6, pi avg: 6.7, pi event total: 30. Event history summary: driveline disconnected: 0, low speed advisory: 0, low speed hazard: 0, power cable alarm active: 202, yellow wrench advisory: 239, low battery advisory: 0, low battery hazard: 0, low flow hazard: 3, no external power: 0, backup battery fault alarm: 0, driveline fault: 239, low speed operation: 0, driveline alarm silenced: 239, power save mode: 0, motor stopped: 0, replace controller: 0, data logger: 0, pi event detect: 30, motor stopped command received: 0, black power cable disconnect: 98, white power cable disconnect: 88, ebb in use: 0, liion battery connected: 102, power module connected: 138. Alarm description: driveline fault. Alarm status: visual. Was a pump explanted?: no. Was a pump exchanged?: no. Patient re-admitted?: no. Patient returned to operating room?: no.